Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour® plus blue meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned a contour® plus blue meter (serial # (B)(6)) and contour® plus test strips (lot # 4eqhh01a) for evaluation. During investigation, the meter switched on as expected and no anomalies were observed when customer service mode was run. Three control tests were conducted using the returned meter, in-house contour® plus test strips from the same lot (4eqhh01a), and in-house contour® plus control solution (lot # 5bv2r40). The results were 129 mg/dl, 134 mg/dl, and 132 mg/dl, all within the expected control range of 113-141 mg/dl. A review of the meter's memory did not reveal any record of a 55 mg/dl reading, which the customer reported as a missing result. Additionally, the meter was tested using an in-house contour® plus test fixture simulating a blood glucose value of 77 mg/dl. This simulated test was successfully recorded in the meter's memory with the correct date and time. Based on the investigation, the meter was found to be functioning as expected. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® plus blue meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Manufacturer narrative:
An in-house testing was performed with the returned contour® plus blue meter (serial # (B)(6)) and returned contour® plus test strips (lot # 4eqhh01a) using blood spiked with glucose at 131 mg/dl, as determined by ysi instrument in five replicates. All tests recovered within fit-for-use limits. The blood glucose results obtained with the in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
Section h3 has been updated from "no" to "yes".